Manufacturer narrative:
Investigation summary no photo or sample was received for the customer's complaint of separation leak. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported while using bd alaris¿ lvp ss bag 20d low sorb ss 0.2m components separated and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: we have had recent incidents of bag spikes (administration sets for bd alaris pumps) falling out of the IV port and exposing nurses to drug residue. Nurses were splashed with drug residue upon different incidents of drug administration. Examples was nursing flushing the line and hanging bags for administration. Its seems the ports are not forming a secure hold with the IV administration sets.¿ ¿ was there any medical intervention needed? No, occupational medicine consulted, rn instructed to wash impacted area with soap and water and change scrubs

Manufacturer narrative:
Medical device lot #: 2209524 was reported, however, this is not a lot # manufactured for the reported catalog #. Medical device expiration date: unknown. Device manufacture date: unknown . A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using (brand name) components separated and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: we have had recent incidents of bag spikes (administration sets for bd alaris pumps) falling out of the IV port and exposing nurses to drug residue. Nurses were splashed with drug residue upon different incidents of drug administration. Examples was nursing flushing the line and hanging bags for administration. Its seems the ports are not forming a secure hold with the IV administration sets.¿ was there any medical intervention needed? No, occupational medicine consulted, rn instructed to wash impacted area with soap and water and change scrubs